Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed. H11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Functional inspection related to the deployment of the stent was performed, the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed, and no problems were noted. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst procedure performed on (B)(6) 2025. During procedure, upon attempt to deploy the catheter would not deploy. It was observed that there was no movement of the catheter when going to deploy. It was noted that the second flange was never deployed. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst procedure performed on (B)(6) 2025. During procedure, upon attempt to deploy the catheter would not deploy. It was observed that there was no movement of the catheter when going to deploy. It was noted that the second flange was never deployed. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst procedure performed on (B)(6) 2025. During procedure, upon attempt to deploy the catheter would not deploy. It was observed that there was no movement of the catheter when going to deploy. It was noted that the second flange was never deployed. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Functional inspection related to the deployment of the stent was performed, the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. The stent was deployed, and no problems were noted. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.